Event description:
It was reported that during the removal of the specimen, doctor remarked that a little plastic was in the aperture of the needle. The operation could be finished without problem. There were no patient consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.